Manufacturer narrative:
Section d1 brand name: corrected section d4 model name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected no further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-08464 it was reported that the patient went to the clinic and the lcd screen on the controller was cracked. The display was dim and the green pump running symbol was dim and barely illuminated. The decision was made to exchange the controller. While removing the driveline from the controller, a small amount of green substance was noted coming from the driveline insertion port. There were no issues with the controller exchange. The patient was instructed to call the clinic if they had any more alarms. The vad coordinator opened the back panel on the controller and noted a green substance all along the emergency backup battery (ebb) ribbon cable and the ebb.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Incidental findings: damage to strain relief/connector and wire fatigue. Manufacturer's investigation conclusion: the reported event of a cracked and dim liquid crystal display (lcd) screen, dim pump running light emitting diodes (leds), and a green substance in the driveline insertion port and on the emergency backup battery (ebb) was confirmed via evaluation. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis and visual inspection confirmed fluid ingress within the bulkhead connector and ebb compartment. The system controller underwent preliminary testing and upon connecting to power, dim pump running leds and a damaged and discolored lcd screen was observed. The controller was functionally tested and was able to support pump function for an extended duration without any issues or alarms activating. The system controller was disassembled to inspect the lcd screen. Excess fluid ingress was observed throughout the entire inside of the controller, including the lcd ribbon cable and seams of the screen. The display was replaced, and the issue was resolved. Additionally, the power cable jackets were removed, and fluid ingress was observed. No damage to the underlying wires was found. The root cause for the cracked lcd screen and fluid ingress was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was implemented to address dim leds. The investigation confirmed the reported event of dim leds. This system controller was manufactured prior to the implementation of CAPA, which replaced the type of led on the user interface printed circuit board. Heartmate 3 patient handbook, rev. D, section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site was unsure about the cause of the fluid ingress. They were unsure if the shower bag was in use at the time of the fluid ingress.